Event description:
It was observed that during the device evaluation, the camera head exhibited main body scratches (lens), connector cracks and the scope mount corroded. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found main body scratches (lens), connector cracks and scope mount corrosion. Based on the results of the investigation, it is likely that the following led to the malfunction: a probable root cause cannot be identified. A device history record review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.